Manufacturer narrative:
E1 - establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic gastrovideoscope probe's surface is broken. The event was found during reprocessing. There were no reports of patient involvement.